Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. (B)(6) reported fast flow and that the pump finished 10 hours earlier. Adverse event is unk.

Manufacturer narrative:
Method: at the time of this report, the sample has not yet been received, but was reported to be available. Results: the sample will be evaluated and tested when received. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusion: a follow-up report will be filed when the investigation has been completed. I-flow provides a caution on it's dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degree c/88 degree f) and the tubing should be under the patient's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degree c/68 degree f), delivery time will increase approx by 25%. Info from this incident will be included in our product complaint and MDR trends reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.